Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Reportedly, customer is using cartridge longer then recommended by health care provider. Tandem technical support informed customer that using cartridge longer than recommended is off label per the tandem user guide. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. A cartridge change was performed resolving the occlusion. Customer¿s blood glucose level was 139 mg/dl.